Event description:
It was reported that the patient had not used her device ¿for a year to year and a half¿ because she did not need it. The patient turned it on again ¿three to four days ago.¿ the patient felt like ¿an engine that started with a jolt, periodically throughout the day, like an electrical shock.¿ the patient stated that it died down and all the sudden it gave a surge, especially if the patient bent a certain way. The patient stated it ¿still stimulated the back as it did not before she stopped using it.¿ the patient was hoping for stimulation in her neck when she turned it on. There was no known accident or incident related to the complaint. The patient had an appointment scheduled with her health care provider (hcp) for (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).